Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was split into 2 pieces during impacting of femoral implant. Hospital disposed of one piece. A crack was noticed in the shim before using an alternative shim was available and used.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.